Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary incontinence, pelvic pressure, and bladder pain and discomfort. No further information has been provided.